Manufacturer narrative:
An event regarding a fractured screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the device was fractured. No manufacturing or material defects were identified. -medical records received and evaluation: a review of medical records was not performed as none were provided, in addition there is no indication the failure was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. Conclusions: the root cause was determined to be application of excessive force by the user. The event description noted the screw was fully seated at the time of the event; it is likely that further torque applied to the seated screw caused the driver to fracture. No material or manufacturing defects were noted during the investigation. Corrective action: a CAPA performed an investigation into reports of fractured trident driver tips. The investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. An ecn was implemented on may, 2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent of the driver tip is to deform rather than to deform and/or break the screw (implant).

Event description:
Screw driver tip broke while tightening the acetabular screw. Surgeon tried to remove the broken tip. Took approximately 5 minutes. Surgeon determined it was not retrievable and posed no consequences to the patient and left it in the screw. Placed the liner in the shell uneventfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Screw driver tip broke while tightening the acetabular screw. Surgeon tried to remove the broken tip. Took approximately 5 minutes. Surgeon determined it was not retrievable and posed no consequences to the patient and left it in the screw. Placed the liner in the shell uneventfully.